Event description:
Reportedly, during testing, a 'low fio2' alarm occurred which could not be resolved by calibrating the sensor. The device was not used on a patient when the event occurred.

Manufacturer narrative:
(B)(4).